Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. Upon removing the tubing set, fluid began to leak out of the cassette compartment. The origin of the leak could not identified. Patient was administered prophylactic antibiotics and has had no adverse effects. Sample is available.